Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a stemi (st-elevation myocardial infarction) procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred from the delivery system during sheath removal. When the delivery system was put in the patient, it was reported that the stent was not seen on the angiogram. It was discovered that the stent was on the sterile field, and was reported to still be on the stylette. The stent was not put into the patient. It is thought that the stent was dislodged while removing the stylette. Negative prep was not performed. The lesion intended to be treated was located in the distal right coronary artery (rca). No patient complications were reported as a result of the event.